Event description:
It was reported during follow-up, noise reversion episodes were observed on the atrial channel which resulted in auto mode switching. The pulse generator was reprogrammed and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information from a follow-up on (B)(6) 2014 showed that noise continued to occur at regular intervals. The noise could not be reproduced outside of these intervals. Pulse generator sensitivity settings were reprogrammed to address the noise.